Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ essure device location of device: migration of out of fallopian tube into top of uterus") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 626458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, gerd, augmentation mammoplasty, premature ventricular contractions and uterine dilation and curettage. Concomitant products included fluoxetine hydrochloride (prozac), nabumetone (relafen) and tolterodine (detrol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower abdomen pain"), alopecia ("hair loss"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the device expulsion, alopecia, weight increased and hypersensitivity outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 tube was completely blocked, the other was partially occluded, is what I was verbally told during the hsg procedure. The partial side would become totally occluded as scar tissue continued to form over time. Original implant 4/8/08. On 8/6/08 removal of remaining essure device and implant of new essure removal date (B)(6) 2016 was reported initially. Discrepancy in device implanted date: (B)(6) 2008 reported initially. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- new reporters added and reporter information updated. Plaintiff demographic added. Lot no. Received. Product indication added and implanted date updated. Events vaginal bleeding, menorrhagia and abdominal pain lower were added.. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ essure device location of device: migration of out of fallopian tube into top of uterus") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 626458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, gerd, augmentation mammoplasty, premature ventricular contractions and uterine dilation and curettage. Concomitant products included fluoxetine hydrochloride (prozac), nabumetone (relafen) and tolterodine (detrol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower abdomen pain"), alopecia ("hair loss"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed in march 2016. At the time of the report, the device expulsion, alopecia, weight increased and hypersensitivity outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 tube was completely blocked, the other was partially occluded, is what I was verbally told during the hsg procedure. The partial side would become totally occluded as scar tissue continued to form over time. Original implant 4/8/08. On 8/6/08 removal of remaining essure device and implant of new essure removal date mar 2016 was repoted initially. Discrepancy in device implanted date: mar 2008 reported initially. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on 11-jul-2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, alopecia, weight increased and hypersensitivity outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, hypersensitivity and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.